Manufacturer narrative:
Sample returned to manufacturer, but investigation is incomplete at time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: the staples did form properly during use. No pt injury reported.